Event description:
Pt had a penile implant in 2000 with history of post prostatectomy erectile dysfunction for prostatic cancer. On the day of the implant pt also had a cystoscopy with urethral dilitation and insertion of foley catheter (gu). Pt was discharged to home with their urinary catheter and home health. Pt returned for removal of implant approximately two weeks later because of wound infection, urinary retention & anemia. Pt had removal of implant and drainage of abcess. Implant sent to pathology for cross examination.